Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the initial implant, the atrial set screw sat sideways in the header of the implantable cardioverter defibrillator (ICD). The grommet had to be destroyed and the physician was concerned with the integrity of the atrial set screw without the grommet. A different device was implanted instead. No patient complications have been reported as a result of this event.